Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she wore the pump in her bra. The customer reported plastic missing and cracks at the reservoir compartment and scratches on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement, prime and excessive no delivery test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched and cracked display window. Unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip.